Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Five (5) attempts have been made by three(3) phone calls and two (2) emails to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. An examination of the subject device by a lumenis technical engineer concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained adverse reaction of unknown severity to an unknown area following treatment with m22. No information was received by the user facility except for the initial report.